Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02526.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil to the target vessel and attempted to detach it using the handle; however, the ruby coil failed to detach. Therefore, the physician manually detached the ruby coil. The physician then advanced another ruby coil to the target vessel and successfully detached it using the handle. However, after the detachment, the pusher assembly of the ruby coil became stuck in the handle. Therefore, the handle was not used for the remainder of the procedure. It was reported that the handle was unable to fully cover the pusher assemblies of the ruby coils and that the physician experienced resistance while advancing the pusher assemblies of the ruby coils into the handle. The procedure was completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.